Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited difficulty in separating from the delivery catheter. Due to slight shifting, capture threshold had increased and impedance was noted to decrease. The lp was removed and inspected, and a blood clot was noted in the helix. The procedure was completed using an alternate device on (B)(6) 2024, there were no patient consequences.

Manufacturer narrative:
The reported events of capturing problem, low impedance, and separation problem were not confirmed. Final analysis found the device exhibited all normal characteristics. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.